Event description:
It was reported that a spectrum pump had shutdown on its own upon power up at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'shutdown on its own' could not be reproduced during evaluation. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.